Event description:
The customer reported a falsely depressed architect tsh results for a 17-year-old male patient. The following information was provided: architect results (B)(6) 2025, sid (B)(6): tsh: 0.09 uiu/ml, customer provided normal value: 0.35 to 4.94 uiu/ml, (0.09 miu/l, normal value: 0.35 to 4.94 miu/l). Beckman results at another laboratory: tsh: 1.49 miu/l (customer provided normal value: 0.38 to 5.33 miu/l). The physician questioned the result generated on the architect as they did not match clinical presentation including no known pathology, no tsh anti-receptor antibodies, and a normal thyroid ultrasound. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Review of tracking and trending for the architect tsh assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 67213ud00. A device history record review did not identify any non-conformances, deviations, or potential non-conformances related to lot number 67213ud00 and complaint issue. In-house accuracy testing was performed with a retained kit of reagent lot 67213ud00. Testing met acceptance criteria, and the product is performing as expected. Labeling was reviewed which adequately addresses the current issue. Based on the available information, no systemic issue or deficiency of the architect tsh reagent lot number 67213ud00 was identified.

Event description:
The customer reported a falsely depressed architect tsh results for a 17 year old male patient. The following information was provided: architect results ((B)(6) 2025, sid (B)(6)): tsh: 0.09 uiu/ml, customer provided normal value: 0.35 to 4.94 uiu/ml, (0.09 miu/l, normal value: 0.35 to 4.94 miu/l). Beckman results at another laboratory: tsh: 1.49 miu/l (customer provided normal value: 0.38 to 5.33 miu/l). The physician questioned the result generated on the architect as they did not match clinical presentation including no known pathology, no tsh anti-receptor antibodies, and a normal thyroid ultrasound. No impact to patient management was reported.

Manufacturer narrative:
Completed information for section a1 patient identifier: sid (B)(6). Section d3 email was updated from (B)(4). Section g1 mfg site email was updated from (B)(4).

Event description:
The customer reported a falsely depressed architect tsh results for a 17-year-old male patient. The following information was provided: architect results (B)(6) 2025, sid (B)(6): tsh: 0.09 uiu/ml, customer provided normal value: 0.35 to 4.94 uiu/ml, (0.09 miu/l, normal value: 0.35 to 4.94 miu/l) beckman results at another laboratory: tsh: 1.49 miu/l (customer provided normal value: 0.38 to 5.33 miu/l) the physician questioned the result generated on the architect as they did not match clinical presentation including no known pathology, no tsh anti-receptor antibodies, and a normal thyroid ultrasound. No impact to patient management was reported.